Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the lead was not confirmed. The lead passed all tests.

Event description:
It was reported that this right ventricular (rv) lead was undersensing. The patient underwent a replacement procedure, and this product was explanted and replaced. No additional adverse patient effects were reported.